Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous mid to proximal left anterior descending (lad) artery. The lesion was pre-dilated and treated with the implantation of two promus stents. This 3.0x15mm quantum maverick balloon catheter was used for post dilation. Upon the second inflation, the balloon ruptured at 16atms. Post dilation was completed with another quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "good". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous mid to proximal left anterior descending (lad) artery. The lesion was pre-dilated and treated with the implantation of two promus stents. This 3.0x15mm quantum maverick balloon catheter was used for post dilation. Upon the second inflation, the balloon ruptured at 16atms. Post dilation was completed with another quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "good". Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood present in the distal outer. Microscopic inspection identified a balloon pinhole approximately 4mm from the proximal edge of the distal markerband. Tip damage was also found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).